Manufacturer narrative:
Reliability analysis inspected two opened/used sensors and performed visual inspection and found both sensors with cannula broken, broken parts are missing. Unable to confirm customer received sensors in said condition due to customer returned opened/used.

Event description:
The customer reported via phone call that she kept getting lost sensor alert and when sensor was examined, it was bent. She inserted another sensor which also alerted sensor error. Customer's blood glucose at the time of the incident was 173mg/dl. Customer was assisted with troubleshooting for sensor error alert and advised to return sensors and replace. The products were returned for analysis.